Manufacturer narrative:
(B)(4). Follow up. The prefilled catheter flusher was reported to be fractured. To support the investigation, two photographs were provided to the quality team for evaluation. The images depict an empty syringe without packaging flow wrap. Damage to the syringe barrel flange is evident, and no additional defects or irregularities were observed. This condition may result from misalignment of the infeed scroll during the plunger rod assembly process. A review of the device history record was conducted for material number 306595, lot 5126103. The review identified no quality issues during production that would have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with applicable specifications. Verification of the plunger rod assembly process confirmed that the infeed scroll alignment and equipment settings were appropriate and that product flow was satisfactory. No other similar complaints have been reported for this lot to date. Based on the investigation findings and the photographic sample analysis, the condition reported by the customer is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
During use, the handle of the pre-filled catheter flusher was found to be fractured.